Manufacturer narrative:
Investigation result of clip failed to release from the catheter. Investigation results: a visual examination of the returned resolution clip device noted that the control wire was separated from the clip assembly. The clip assembly was still locked on to the bushing in an open position and could not be deployed. The prongs were bent and could not be opened or closed. A kink was also noted in the control wire. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used on a cardiac polyp during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip could not be closed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clips failed to release from the catheter; therefore, this is now an MDR reportable event.